Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed an electrical test performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly elected explant surgery for a technology upgrade. The recipient presented with poor battery life. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.